Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) displayed an alert for deactivation of radio frequency (rf) telemetry. Analysis of the device was performed, and it was determined that a single loaded low battery voltage measurement was detected. Which is why the device deactivated radio frequency (rf) telemetry. In clinic follow was recommended and replacement of the device was advised in case that safety core is activated. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: a1: patient identifier. D6a: implant date.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) displayed an alert for deactivation of radio frequency (rf) telemetry. Analysis of the device was performed, and it was determined that a single loaded low battery voltage measurement was detected. Which is why the device deactivated radio frequency (rf) telemetry. In clinic follow was recommended and replacement of the device was advised in case that safety core is activated. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.